Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. The pulse generator exhibited backup operation. The patient presented in clinic on (B)(6) 2015 and a firmware download restored normal device function.